Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not performed high blood glucose reading. Customer blood glucose reading was between 400 mg/dl and 500 mg/dl. Insulin pump will not be returning for analysis.